Event description:
The user facility reported, upon plugging the new device into the automated imeplla controller (aic), it displayed an "impella 2.5" device with instruction to connect the gray cables. However, the device being connected was an impella cp and progress to the next step was not possible in the moment. Eventually after unplugging and re-plugging the aic several times, it allowed progress as an impella cp to the next insertion step. There was no report of harm to the patient.

Manufacturer narrative:
The automated impella controller was not received from the customer at the time of this MDR writing, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - pump issue has been completed. The pump detection issue was due to the rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a sw mitigation in place. D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report 1220648-2024-12868 in accordance with updated procedures. D6b should have been left blank on initial manufacturer device report 1220648-2024-12868. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-12868 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-12868 in accordance with updated procedures.